Event description:
An ultramax graft was implanted on (B)(6) 2012. The graft was used to enter the arterial cannula but when the heart lung perfusion was started, there was severe and constant bleeding from the graft, not the anastomosis, as the bleeding did not stop. The ultramas graft was replaced with a vascutec and the bleeding stopped immediately.

Manufacturer narrative:
A device history record review was performed and there were no discrepancies found in the mfg processes. The results of the chemical tests, permeability and tightness were found to meet all specifications. Since no product was returned for eval, the complaint cannot be confirmed. Following the investigation, our conclusion is that the probable root cause is unk due to not enough info or the availability of the device to make a determination.